Event description:
It is reported that the pt is presenting with swelling and pain when walking.

Manufacturer narrative:
Eval summary: the pt sent pre-op and post-op x-rays. The operative report does not indicate any problems during or after the surgery and the surgeon's procedure appeared consistent with the surgical technique. W/o add'l info, the exact cause cannot be conclusively determined at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.